Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), restricted posterior leaflet and anterior cleft for a mitraclip procedure. During the procedure, while checking the gripper orientation in the left atrium for the second mitraclip, it was noticed that one of the grippers would not lower or raise. Prior to the issue with grippers, clip was unable to open. Mitraclip was replaced with another mitraclip and continued the procedure and was successful. Upon removing the clip delivery system (cds) from the steerable guide catheter (sgc), it was noted that one of the grippers got raised and stuck. After few attempts of raising and lowering the grippers, both grippers were working as intended. All steps were performed as per IFU during the preparation and procedure. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.